Event description:
It was reported that both the atrial and ventricular leads had high impedance. It was also noted that there was a lead warning on the ventricular lead. Both leads had acceptable sensing but it was not possible to test the thresholds due to atrial fibrillation and conducting to the ventricle. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.